Event description:
The customer reported a critical failure: device shut down.

Manufacturer narrative:
(B)(4): the customer reported a critical failure. The device shut down. This complaint is still being investigated. A follow up report will be submitted upon completion of the investigation.